Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that 20 minutes after starting treatment with a polyflux 140h, an external priming solution leak was observed from the header. Treatment was stopped and blood was returned to the patient. A new set was used to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leakage test of the dialysate side was performed and a leakage was observed. The reported condition was verified. The review of the welding parameters of the product showed no conspicuousness, they were within specification. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.